Event description:
The customer reported via phone call that the insulin pump frequently had no response or intermittent response by button press on the up and down buttons. Pump was not dropped or exposed to moisture. Customer was advised to discontinue use of the device and revert to a back-up plan. A replacement pump will be sent to the customer. Customer was asked verbally and in written form to return the pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an intermittent down and up arrow buttons noted due to moisture damage on keypad traces. The insulin pump had a cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip, minor scratches on lcd window, cracked lcd window and cracked case display window corner.